Event description:
Two patient samples with discrepant creatinine results. Initial result 2.1 mg/dl, same sample repeated twice gave results of 1.5 mg/dl each time. The field service representative determined the cause to be a faulty belt on the abs rotor. The instrument was repaired.

Event description:
Two patient samples with discrepant creatinine results. Initial result 1.1 mg/dl, repeated twice gave results of 2.0 mg/dl and 1.0 mg/dl. Initial results were not reported. The field service representative determined the cause to be a faulty belt on the abs rotor. The instrument was repaired.